Event description:
It was reported to philips that the device was not providing an accurate co2 reading during calibration. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a calibration issue with the etco2 module. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The fse re-calibrated the co2 parameter and the unit was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not providing an accurate co2 reading during calibration. There was no patient involvement.